Event description:
It was reported to philips that the system froze. When attempting to reboot, the system was unable to boot back up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a planned (non-emergency) procedure. The procedure was rescheduled as the system is down. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system is locking up and the customer needs to reboot to continue using equipment. To resolve the issue, the fse reloaded the entire system software and restore configurations, calibrated tube adaptation and edl for the generator. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.